Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 13.9 mmol/l. It was reported that alarm occurred during the change of reservoir. The customer was advised to disconnect pump and revert his new pump as he already got the training caused by broken force sensor. The insulin pump will be returned for analysis.